Event description:
At approximately 9am, the customer called for service on the involved unit due to a problem with a collision detection. This problem resulted in the customer not being able to move the unit's c-arms properly. The customer stated that they would not give up the unit for servicing until after 5pm. The customer elected to continue using the device by placing one of the c-arms (lateral c-arm) in the "park" position which allowed them to use the other c-arm for procedures. At approx 1-2 pm on the same day, the customer was using the involved unit to perform a heart catheterization on a patient with significant existing arterial disease. During this procedure, a circuit on the device reportedly tripped resulting in the customer no longer being able to see any images. As the procedure was not yet completed, the customer decided to move the patient to another unit in order to complete the procedure. While moving the patient to another unit, the patient reportedly died.